Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a week of implant, the implantable cardiac monitor (icm) recorded asystole episodes including one with a several second pause where the patient did not experience symptoms. The icm episodes showed loss of signal and some undersensing but with the r-wave still visible. The icm is still in use. No patient complications have been reported as a result of this event.